Manufacturer narrative:
Investigation conclusion: a direct correlation between the heartmate 3 lvas, serial number (B)(4), and the reported event could not be conclusively established through this evaluation. The account also reported that an autopsy was not performed and heartmate 3 lvas, serial number (B)(4), was not explanted. No product is available for investigation. The hm3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device was 19 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2019. It was reported that the patient expired due to hypoxic brain damage at an external hospital. Reportedly, there were no technical issues with the device and the outcome was unrelated to the device. No further information was provided.